Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000138. A medtronic representative went to the site to test the equipment. Testing revealed that the damaged door sidewall cover was replaced. The dingus alignment was verified and the door was able to be opened and closed without issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the upper side cover was damaged. It was reported that it fell off when the gantry doors were being closed. The site reported that the system was not impacted. The damage was preventing the site from fully closing the gantry doors and the system was unusable. There was no patient present when this issue was identified.